Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient's pump was emitting an alarm and they were unable to clear the alarm. The reporter indicated that the patient was off of the pump for a few hours and blood glucose levels had elevated to 565 mg/dl with confusion, blurry vision, and increased thirst and urination by the time the patient was able to be treated using an alternate treatment plan. Pt's bg was 565 by time he had an alternate form of insulin delivery. The reporter stated that they attempted to reboot the pump but the pump alarms continued. This report is made based on the allegation that the patient experienced hyperglycemia related to discontinuation of the insulin pump related to alarms.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and alarm history show no evidence of any call service alarms. The total daily dose add up correctly. Only typical usage alarms and warnings observed in the alarm history. Investigators successfully performed a rewind, load and prime sequence. Units remaining were correctly calculated. The pump was tested on a (B)(4) flow test; the pump passed the required test and was found to be delivering within the specification; no call service alarms were duplicated. There was no evidence of internal moisture or damage to the pcb was observed. Investigators were unable to duplicate the call service communication complaint during the investigation. Unrelated to the complaint, the display lens was found to be scratched.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.